Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 183 mg/dl.